Event description:
It was reported that a pt who previously had undergone an x-stop procedure had additional spinal surgery. The x-stop implant was removed at the time of the additional spinal surgery. There were no complications reported. No other info was provided.

Manufacturer narrative:
Method - device not returned; follow up with company reporting physician.